Manufacturer narrative:
The event information received by united therapeutics drug safety on 29-oct-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 30-oct-2025 was initially assessed as non-reportable. Additional information later received from accredo health group on 24-nov-2025 indicated that the patient was hospitalized due to the product issue. The event was subsequently upgraded to reportable and the date received by the manufacturer (g3) for MDR purposes is 24-nov-2025. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 29-oct-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 30-oct-2025. It was reported that on (B)(6) 2025, the patient received a pump failure alarm while using remunitypro pump, 25050132m, and their infusion was subsequently stopped. The patient switched to their backup remunitypro pump, 25050131m, but received an additional pump failure alarm on (B)(6) 2025. Review of the system's alarm history by the patient also revealed that a no communication alarm had occurred approximately one hour into their infusion. Reportable information related to this event was received by united therapeutics drug safety on 21-nov-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 24-nov-2025. This information indicated that the patient had presented to the emergency room on (B)(6) 2025 and was admitted to the hospital. Replacement pumps were sent to the hospital and a nurse performed an onsite visit for patient re-education.